Event description:
Had a medtronic defibrillator put in and for over a year had nothing but trouble with it moving down under my arm first then had it removed and placed in a different place and was so painful had to have it removed completely. FDA safety report ID# (B)(4).